Event description:
An endurant abdominal stent graft system was implanted in a patient for the endovascular treatment of a proximal type I endoleak. It was reported that approximately 31 months post implant, a proximal type I endoleak was observed coming from the cuff. No intervention has been performed and the patient is being monitored. No clinical sequelae were reported

Manufacturer narrative:
(B)(4).